Event description:
It was reported that a large volume infusor leaked; further described as "when the filling port was opened the dextrose started to come out." This issue was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufactured between april 26, 2021 to april 27, 2021. H10: the device was received for evaluation. A visual inspection was performed which observed evidence of backflow (leak) at the fillport when the fillport cap was removed. Further inspection revealed the root cause of backflow at the fill port was due to gray color particles measured to be 0.10 - 0.20 square mm in size, stuck under the device checkband. The gray particles were identified to be polyisoprene material via ftir testing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.